Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post operation check after their left ventricular lead was moved to their right side due to unrelated issues. Upon interrogation, the lead exhibited increased capture thresholds. The lead was programmed off due to a continued rise in thresholds. Patient was stable.